Event description:
Patient states audio bolus button does not respond at all and both up and down arrow buttons not responding intermittently. Patient states they had to press buttons multiple times to get response. Pump not exposed to moisture. Wears pump on waist or pocket. Keypad and pump are intact. Audio bolus button feels like it is stuck down and arrow buttons stick at times. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: pump booted to the verify screen with dim pink contrast. Pump case was removed to investigate, the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Visual inspection of "battery compartment" revealed, compartment crack from threads to case seal. Pump returned with torn keypad, by the "down" arrow key. "Up" and "down" keys respond intermittent."ok" and "contrast" key respond normal. Keypad was removed to investigate; evidence of keypad contamination was located, under "contrast","up","down" and "ok" contact button. Visual inspection of display lens revealed, display lens has multiple scratches pump returned with audio bolus button torn and difficult to push. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.